Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak within the cycler in the pump module area after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 6 of treatment twice. Fluid was not discovered on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The patient was advised to discontinue the use of their cycler for the evening and follow up with their peritoneal dialysis nurse (pdrn) regarding next steps. Upon follow up, the patient confirmed the reported event but could not confirm the cause. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has not used the cycler and is continuing with peritoneal dialysis using manuals. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak within the cycler in the pump module area after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 6 of treatment twice. Fluid was not discovered on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The patient was advised to discontinue the use of their cycler for the evening and follow up with their peritoneal dialysis nurse (pdrn) regarding next steps. Upon follow up, the patient confirmed the reported event but could not confirm the cause. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has not used the cycler and is continuing with peritoneal dialysis using manuals. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The sample was received open with different package. The complaint product sample was disinfected and prepared for analysis; however, no leak, damage on the lines, or the cassette was found. The cassette was in the expected condition. The complaint product sample was visually inspected and no problems were found in the product, no damages on the line, or tears on the cassette. The cassette set was in the expected condition. A functional test was performed to the complaint product sample with a cycler machine. During the functional test, no air bubbles, alarms, leaks or other issues were detected. After completion, the test the cassette was removed from cycler and no moisture found. The test was completed successfully. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.